Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical nurse reported that the probe did not cut during a procedure. The aspiration function was not known. The product was replaced with another product and the procedure was completed. There was no known harm to the patient. The sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history record indicated that the product was processed and released according to the product¿s acceptance criteria. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The needle was bent at approximately 45 degrees. The cutter was stuck in the port. Actuation, aspiration, and cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. Wear marks are present at the bend area and down the front half of the inner cutter. The inner cutter was detached from the coupling. The root cause was due to the separation of components within the probe. (B)(4).